Manufacturer narrative:
Concomitant medical products: product ID ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance, exhibited noise with multiple non-sustained ventricular tachycardia (vt) episodes and triggered a sensing integrity counter (sic) alert due to non-physiologic r-r intervals. A fracture was suspected. The rv lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal conductor was fractured at 16 cm and 16.5 cm the right ventricular defibrillation coil was fractured at 15.5 cm the multi-lumen tubing has a void at 16.5 and the outer insulation was breached at 15.9 cm from the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.